Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es finger scanning was not working. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint scanner was not working. A field service engineer cleaned the biometric identifier (bio-ID), reseated the universal serial bus cable, and performed a bio-ID read test in hardware mode and found no indication of bio-ID failure. The bio-ID test in hardware mode passed. The system functioned as intended after the field service engineer troubleshot the device.